Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-09370. It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was advanced to the laa. A 27mm watchman laa closure device was advanced and deployed, but did not pass the tug test. They attempted a 30mm watchman laa closure device, however, that device also did not pass the tug test. Then this 33mm watchman laa closure device was selected; however, when the physician removed the pigtail catheter from the was and introduced the 33mm watchman closure device, the was straightened out and perforated the laa. The procedure was aborted and the patient was immediately sent to surgery where the laa was closed successfully. The patient condition was ok.